Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. It has been depleting at a high rate since implant. Also, it was noted that the device indicated it was at recommended replacement time (rrt) voltage, but it had not triggered the alert. The device remains in use but is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the device was explanted and replaced. The patient is a participant of the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. Battery voltage equals 2.91. A review of the longevity curves and battery trend reveal current drain consistent with programmed settings. (B)(4).